Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection. IFU states preventative measures in gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive bending section cover or distal sheath rubber has a crack; due to clogging of nozzle, water removal ability does not meet the standard value; switch1 has a scratch; switch1 has a wear; color ring has a crack; image guide protector is damaged; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; distal end cover has a dent; connecting tube has a buckling; connecting tube has a scratch; objective lens has a chip; protector of universal cord on scope connector side has a scratch; switch4 has a wear; universal cord has a wrinkle; universal cord has a scratch; indication on scope connector is peeled; scope cover has a scratch; forceps channel port is shaved; control unit is shaved; and control unit has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera gastrointestinal videoscope, air/water supply failure. The issue occurred during the an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.